Event description:
Meter name: surestep original. Strip name: lifescan surestep teststrips. Meter code: 4, strip code: 4. Strip storage: unknown. Symptoms: "customer experiencing symptoms but thinks it is due to high blood pressure. A patient reported they went to emergency room. Their meter allegedly was inaccurately high. The result on their meter was 213 mg/dl. The result on the dr's meter was result unknown. The time difference between patient's meter and dr's meter was unknown. Customer also comparing to pharmacy meter 112 mg/dl. (Time difference unknown) treatment was unknown.